Event description:
Clinic notes dated (B)(6) 2008 revealed that the pt was recently hospitalized for a seizure, incision drainage, and aspiration pneumonia. The pt reported on this day that the incision had healed without complications. Her pneumonia resolved and she was going to follow-up with her cardiologist in (B)(6) to consider a pacemaker. The relationship of these events to vns is unk. Attempts for add'l info have been unsuccessful thus far. The pt had recent vns reimplantation surgery in (B)(6) 2008, and she had lumbar surgery in (B)(6) 2008. The pt had an infection and wound drainage that resulted from the lumbar surgery. However, it is not clear that the incision drainage reported in the clinic notes is in relation to the lumbar surgery.